Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, blue broken piece (less than 1 mm) was found and retrieved from the cavity. It seemed like versaseal was torn while using l-clip. The incision size was not increased, there was no add'l bleeding and no tissue damage. The operative time was not extended over 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).